Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2003; product ID: 710 cv accessories x2, implanted: (B)(6) 1992; product ID: 710 cv accessory implanted: (B)(6)1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture. The lead was capped and was not replaced due to the inability to find viable tissue. No patient complications have been reported as a result of this event.